Event description:
It was reported that the patient presented with a fractured right ventricular (rv) lead. It was decided to explant both leads and the pacemaker and replace them with a new system. The next morning telemetry showed loss of capture in this new rv lead. This rv lead had not appeared to have moved as seen in fluoroscopy imaging, and so the patient underwent a revision procedure to reposition this lead. After the repositioning, loss of capture was still observed event with maximum outputs, and the patient had a heartrate of thirty beats-per-minute. The patient was brought back to the lab, the pacemaker was disconnected, and this rv lead was tested with a pacing system analyzer (psa) which showed this lead was working as intended. Subsequently, the pacemaker was replaced with another new device, after which everything functioned as intended with no more loss of capture. Technical services (ts) was later contacted again and informed there was more of the same loss of capture with the second new device as well. This rv lead was then explanted, upon which they found a lot of tissue in the lead helix and replaced with a passive rv lead with proper lead function observed. No additional adverse patient effects were reported.

Event description:
It was reported that the patient presented with a fractured right ventricular (rv) lead. It was decided to explant both leads and the pacemaker and replace them with a new system. The next morning telemetry showed loss of capture in the new rv lead. The rv lead had not appeared to have moved as seen in fluoroscopy imaging, and so the patient underwent a revision procedure to reposition the lead. After the repositioning, loss of capture was still observed event with maximum outputs, and the patient had a heartrate of thirty beats-per-minute. The patient was brought back to the lab, the pacemaker was disconnected, and the rv lead was tested with a pacing system analyzer (psa) which showed the lead was working as intended. Subsequently, the pacemaker was replaced with another new device, after which everything functioned as intended with no more loss of capture. Technical services (ts) was later contacted again and informed there was more of the same loss of capture with the second new device as well. The rv lead was then explanted, upon which they found a lot of tissue in the lead helix and replaced with a passive rv lead with proper lead function observed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.